Manufacturer narrative:
In the received info, the md stated that "no damage (was) observed" with the device. The MFR received and evaluated the entire device. During functional testing, a leakage site was observed near the distal connector of one of the cylinders. A microscopic examination of the leakage site was performed. Both the inner layer and outer layer of tubing was sweparated. The cross sectional surfaces of the effected tubing were rough and irregular, indicating that the tubing was torn. Near the leakage/separation/tear site, an area of tubing abrasion was detected. Based the received info and quality assurance's examination, qa concludes that the leakage/separation/tear site caused the reported malfunction. The abrading of the tubing near the connector site supplied sufficient stress(es) to tear the tubing, and thus cause a leak.

Event description:
The device was removed due to a "malfunction". The entire device was removed and replaced with another 3-piece inflatable penile prosthesis.